Manufacturer narrative:
(D10) concomitant devices: 320-10-00 - equinoxe reverse adapter plate tray +0: (B)(6). 300-30-10 - equinoxe preserve stem 10mm: (B)(6). 320-01-46 - equinoxe reverse 46mm glenosphere: (B)(6). 320-15-01 - eq rev glenoid plate: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient received an initial right rtsa approximately 3 years and 9 months ago. Subsequently, it was reported that the polyethylene liner disassociated from the humeral tray approximately 3 years and 7 months after initial implantation. As a result, the patient underwent a right shoulder revision to replace the polyethylene liner approximately 3 years and 8 months after initial implantation. No further patient impact reported. No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: b, c, d, g the revision reported was likely the result of disassembly between the humeral liner and humeral tray. However, this cannot be confirmed and potential contributions from patient conditions, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported disassembly of the humeral liner cannot be determined as the devices were not returned for evaluation and images/radiographs were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.